Event description:
It was reported that the pt experienced return of symptoms prior to pump refill. Symptoms included "worsened spasticity and mobility declined", urinary retention and hypertonia. At refill, the actual residual volume was less than the expected residual volume (8.3% accuracy). Denied overdose symptoms after refill. A dye study was performed; no issues were noted. It was later reported that x-ray, CT scan and a catheter dye study demonstrated that a catheter migration had occurred. The catheter was revised. The pump contained lioresal - dose and concentration not reported. The hcp reported the event was reported as a non-serious injury/illness.